Event description:
A malfunction occurred, indicated by a malf 9 code, but no notable events were reported prior to it. The customer¿s blood glucose impact was unknown as the customer declined to provide information. Technical support assisted the customer in resetting the pump, which resolved the issue as the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any codes reappear.